Manufacturer narrative:
(B)(4). Concomitant product(s): a 51-106170 3587045 taperloc complete microplasty stem. A 11-165230 910750 ring loc bi-polar acetabular cup 28 mm i.d. / 53 mm o.d. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04673, 0001825034 - 2017 - 04706.

Event description:
It was reported patient's hip was revised approximately 8 months post-implantation due to pain and stem migration. All implants were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.